Event description:
The surgeon reported that the internal diameter of the trocar cannulas seems to be out of tolerance, the vit probes and illuminators get stuck inside. No pt impact was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. This report was mailed to FDA on: 05/13/2009.